Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number visual inspection: one simon nitinol femoral filter delivery system was returned for evaluation. The dilator was returned inserted inside an introducer sheath. The distal end of the dilator is bent just distal to the end of the introducer sheath. It is unknown how or when the bend in the dilator occurred as it was not reported by the user. No anomalies were identified on the sheaths, storage tube, and pusher wire. The filter appeared to be stuck approximately 2.0cm from the distal tip of the second sheath. Performance evaluation: a mandrel was used to deploy the filter. The introducer sheath did not exhibit any anomalies. The removed filter had all limbs present and intact. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for failure to advance. The root cause is unknown based upon the available information. It is unknown if patient and/or procedural factors contributed to the event. Labeling review: the simon nitinol filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while advancing a vena cava filter through the deployment sheath, the filter became stuck. No attempt was made to deploy the filter. The filter system was exchanged for a new vena cava filter that was deployed successfully. There was no reported patient injury.